Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). A revision was performed and both device and right atrial (ra) lead were explanted while the rest leads were surgically abandoned. The patient was given antibiotics intravenously. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery and additional intervention performed as patient was given antibiotics. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned discontinuous 315 millimeters (mm) from the terminal end. Only the proximal segment was returned. Noted a deformed coils along with puncture holes in the outer insulation in multiple places likely due to some type of grabbing tool. Setscrew marks were in the correct location on the terminal pin and ring. No tests were performed as visual fractures noted. This report is being filed to correct the b2: outcomes attrib to adv event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A revision was performed and the right atrial (ra) lead was explanted. The patient was given antibiotics intravenously. No additional adverse patient effects were reported.